Event description:
Additional information received indicated the issue was resolved by explanting and replacing the device. The patient was in stable condition.

Event description:
During follow-up, the device was observed to be at elective replacement indicator level. The physician suspects premature battery depletion. An explant and replacement procedure is anticipated to be performed to resolve the issue but is not yet scheduled. The patient was in stable condition.

Manufacturer narrative:
The field complaint of premature depletion could not be confirmed. The device was received at elective replacement battery level. Longevity assessment was performed and the implant duration was found to have exceeded the total projected longevity based on field settings indicating normal battery depletion. The device current measurements with a digital multimeter and hybrid testing found no indications of high current.